Event description:
It was reported that the device had embolized. A left atrial appendage (laa) closure procedure was planned. A watchman access system (was) was selected and a 33mm watchman laa closure device & delivery system (wds) was selected. The (was) was positioned in the laa and the wds was inserted in through the was. The closure device was deployed in the laa and the release criteria was checked. The position was slightly proximal, but it was still acceptable. The device was well anchored in the laa and there was no gaps or leaks around the device. The compression of the device was low, but the implanting physician and the echo imaging physician both agreed that they felt comfortable releasing the device. The device was released and successfully implanted in the laa of the patient. The patient remained stable throughout the procedure. Shortly after the procedure was completed while the patient was being extubated it was noted that the device had migrated. A trans-thoracic echo was performed that showed that the device could be seen in the left ventricle. The patient was brought to cardiac surgery where the device was surgically removed. The surgeon performed the maze procedure and clipped the left atrial appendage. The patient recovered well from the surgery and was discharged home about a week later.